Manufacturer narrative:
The root cause of the issue is attributed to user error as customer improperly loaded the free psa reagent pack. Onsite service was not dispatched for this event as the issue was resolved with the troubleshooting instructions provided by the cts. (B)(4).

Event description:
Customer called the customer technical specialist (cts) requiring assistance in removing a free psa (prostate-specific antigen) reagent pack, which was not properly loaded, that was discovered on the access 2 immunoassay system after free psa calibrations failed twice. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The cts evaluated the issue by telephone and assisted customer in troubleshooting the event. The cts instructed customer on how to remove the incorrectly-loaded reagent pack from the instrument to address the instrument issue. The cts verified proper instrument performance with customer to ensure that the troubleshooting guidance provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.